Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The force bipolar instrument has been returned and evaluated by the failure analysis (fa) team. Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a segment of the conductor wire dislodged from the grip base. A loop of the wire protrudes above the outer surface of the base hub. The wire insulation was not damaged, and the instrument passed the electrical continuity test. For clarification, the dislodged conductor wire is the root cause of loss of full articulation at the distal tip. The complaint was confirmed by fa. The probable root cause is a broken or dislodged conductor wire is attributed to component failure. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodging may pull the conductor wire out of the routing groove.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar instrument could not be removed from system arm. It became stuck and was blinking orange. The customer had to forcefully disengage the instrument. Upon inspection, the tip of instrument was found to be dislocated. The instrument was removed with the 8mm trocar from abdomen. There was no patient injury.

Manufacturer narrative:
The force bipolar instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.